Manufacturer narrative:
Unable to confirm excessive no delivery alarm and unable to perform displacement test, rewind, basic occlusion, prime or compromised force sensor system, excessive no delivery and occlusion test due to detached end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had physical damage on the back. Blood glucose value was 475 mg/dl at the time of the incident. Troubleshooting was performed for the damage was identified at the reservoir area and the back of the insulin pump. Troubleshooting could not be completed for the high blood glucose value or the no delivery. The device will be replaced and returned.